Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device does not work anymore was confirmed. It was further found that the the motor doesn't run smoothly and the insulation resistance of the motor was outside tolerance. The resistance value of the keypad of the handcontrol set was out of specifications and the keypad did not work properly. The internal insulation of motor cable was found to be crumbled and the internal wires of the motor were damaged. There was also a short circuit in the motor. Also the device was found to be leaky. The motor, motor cable and the handcontrol set were replaced to correct the reported failure. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system may have caused the damage to the motor and the internal wires, resulting in the short circuit. The damage due to the ingress may also have caused the leakage from the device. However, given the information provided we cannot discern a definitive root cause for the defective keypad. The defective motor and motor cable, along with the keypad are responsible for the reported issue by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/07/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado handpiece didn¿t worked anymore. No patient consequence and no surgical delayed was reported. No additional information provided.